Event description:
Additional information received reported that the patient had a loss of therapeutic effect and a return of their urgency and frequency from their implantable neurostimulator (ins). No stimulation was felt ¿anymore¿ and the patient was back to their ¿old ways.¿ the patient reportedly was not able to make adjustments to the stimulation and would not interrogate the ins with the patient programmer unit, both with or without the antenna attached. A month later, the patient¿s issues had not completely resolved. ¿some¿ troubleshooting was attempted the week prior and it was discovered that the patient¿s ins ¿died.¿

Event description:
It was reported that the patient had a sudden loss of therapeutic effect and no stimulation sensation. The patient saw the poor communication screen both with and without antenna. They were incontinent. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v963080, implanted: (B)(6) 2012, product type: lead. Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The event cause was determined and it was device related. No reprogramming was needed. The internal unit battery died and needed to be replaced. The patient had an abdominal x-ray on (B)(6) 2015 and the neurostimulator device was in situ. The patient had not recovered and the symptoms/issue were ongoing.

Manufacturer narrative:
(B)(4).